Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was fully deployed and was jammed onto the bushing. The prongs were not locked into the capsule and a kink was noticed in the control wire. The over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip detached after exiting the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip was mashed onto the bushing; therefore, this is now an MDR reportable event.